Manufacturer narrative:
(B)(4). Concomitant medical products: persona cr standard femoral catalog 42502607001 lot 63946139, persona stemmed 5-degree tibia catalog 42532008301 lot 63290778, persona cr articular surface catalog 42511000612 lot 63058078, unknown reflobacin cement. The product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00227, 0001822565-2019-03322, 0002648920-2019-00577, 0002648920-2019-00578.

Event description:
It was reported that a patient was experiencing wound dehiscence one month post knee arthroplasty. No additional information is available at this time.

Event description:
It was reported that the patient has not received any treatment for the delay in healing.

Manufacturer narrative:
This event was initially assessed as patient injury due to delayed healing, however, it has now been reported that this delayed healing resolved without any additional medical treatment or intervention and therefore this event is being reassessed as no patient injury and therefore not a MDR reportable event.